Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One encor probe, one vacuum tubing, and one vacuum system were returned for evaluation. The returned components were then loaded into the in-house vacuum system and the driver was able to initialize. No errors were displayed. The probe was loaded into the in-house driver and calibrated successfully. The probe was able to obtain 6 samples successfully; as no error was displayed. No unusual noises were heard, and no suction issues were identified with the probe. The complaint investigation is unconfirmed for failure to obtain samples, as the returned probe was able to successfully obtain samples on the in-house encor system. However, the returned vacuum system was found to have issues, as a vacuum system. However, the definitive root cause for the defective vacuum system is unknown. The current instructions for use (IFU) states: complications: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy procedure after the forth sample acquisition, no tissue samples were collected. The needle was exchanged and a new needle was placed into the driver. After sampling, no tissue sample was collected into the collection chamber. The entire system and disposable components were checked and secured. The biopsy was stopped and patient was rescheduled. There was no patient injury reported.